Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14208. It was reported the patient experienced abdominal stimulation. X-ray confirmed one of the leads migrated anteriorly. As a result, surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue. Reportedly, patient has bilateral coverage post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.